Event description:
Customer reports to have been hospitalized for ten days in the ICU on (B)(6) 2014. Customer could not be woken up by friend and 911 was called. Insulin pump was removed from customer by paramedics. Customer blood glucose at time of hospitalization was 441 mg/dl. While being hospitalized, customer experienced a seizure. Customer states she has no memory of events before being hospitalized. Customer will be put back on insulin pump therapy by health care professional and trainer. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.